Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was breached at 25.3 cm - 25.5 cm and 26.5 cm - 26.8 cm and the outer coil was damaged at 25.5 cm - 26.6 cm from the connector pin, due to clavicular crush. Destructive analysis found that there was breaching of the inner insulation at the site of clavicular crush.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert for low impedance. The physician noted that lead impedance had dropped to 100 ohms. During the explant procedure the physician noted the lead was abraded consistent with clavicular crush.